Event description:
Severe swelling of the knee [joint swelling], knee pain [arthralgia]. Case description: spontaneous report rec'd on 26-aug-2008 via the FDA medwatch program in which a pharmacist reported a case regarding a consumer of unk age and gender with a history of osteoarthritis and previous synvisc injections, who experienced severe pain and swelling in the knee after starting synvisc. The pharmacist rec'd a report from a nurse in a dr's office. The pt rec'd injections of synvisc in both knees one time a week for three weeks on unspecified dates in 2008. The nurse reported that the synvisc injection caused severe pain and swelling that required hospitalization. The pt experienced no shortness of breath. The pt reportedly rec'd synvisc multiple times in the past with no issues. The md office felt that the lot number, p0825, exp date 28-feb-2011, was responsible. At the time of this report, the outcome was unk. Add'l info in the form of a qa report was rec'd 29-aug-2008. Qa results: the production and qc documentation for lot# p0825 expiry date 02/2011 was reviewed. The investigation showed that the prod met specs. No associated non-conformances were noted.

Manufacturer narrative:
Eval summary: the production and qc documentation for lot# p0825 expiry date 02/2011 was reviewed. The investigation showed that the prod met specs. No associated non-confromances were noted.